Event description:
The customer obtained biased quality control results for glucose and cholesterol. Troubleshooting resolved this issue and determined this scenario consistent with a malfunction that could have caused a falsely elevated patient glucose result to be reported. There was no report of patient harm as result of this event.